Event description:
It was reported that the tip of the wire broke off and was stented over in the artery. The 80% stenosed target lesion area was located in the moderately tortuous and moderately calcified obtuse marginal artery. A 330cm rotawire was selected for use. During the procedure, it was noted that the tip of the wire broke off and lodged in the coronary vessel as the wire was advancing into the obtuse marginal . Subsequently, a stent was placed over the detached wire tip in the vessel. The procedure was completed with another of the same device. There were no complications reported and the patient has fully recovered.